Event description:
New information indicated that the patient presented for a follow-up, and recurring over-sensing noise was noted and observed with isometrics. The patient was asymptomatic. No intervention was made at this time.

Event description:
It was reported that a remote monitoring recorded a non-sustained right ventricular (rv) over-sensing episode. The patient presented to the clinic and found that the rv lead was exhibiting noise. The noise was unable to be reproduced through isometrics or pocket manipulation. The rv lead will continue to be monitored. The patient was stable before, during, and after the episodes.

Event description:
New information indicated that the lead was explanted and replaced. The patient was in stable condition.